Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a catheter implanted on (B)(6) 2021. On (B)(6) 2021, leakage was found from the lower part of the catheter hub. Therefore, the device was removed. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l groshong catheter. The investigation findings are consistent with catheter damage caused by contact with a sharp edged instrument such as a scalpel. The returned product sample was evaluated and several splits were observed in the extension tubing, just distal of the strain-relief sleeve. Microscopic examination of the catheter splits confirmed they were typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: the fracture surfaces were reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. Sharply formed fracture edges. Planar shape to the fracture surfaces. Blood residue was seen on the sample which showed that the product had undergone at least some use. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The location of the damage suggested that contact may have occurred during site maintenance/dressing change procedures. The product IFU states ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿ h3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the patient had a catheter implanted on (B)(6) 2021, leakage was found from the lower part of the catheter hub. Therefore, the device was removed. There was no reported patient injury.